Event description:
It was reported that the micro drill takes off on its own during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete. Failure analysis is ongoing; additional information will be submitted once the results analysis is complete.

Manufacturer narrative:
The reported event of the device running without user activation was not duplicated during device evaluation. Upon visual inspection, corrosion was discovered throughout the internal components of the device, including the motor, which is a probable cause of the device running without user activation. The device was repaired and returned to the user facility.

Event description:
It was reported that the micro drill takes off on its own during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.